Manufacturer narrative:
This device was evaluated by the manufacturer and was found to not exhibit the reported overheating symptom. The associated attachment was confirmed to overheat. Therefore, this device will be considered concomitant.

Event description:
The customer reported that the device overheated during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The customer reported that the device overheated during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.